Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 200-300 mg/dl, 300- 400 mg/dl and 223 mg/dl, 238 mg/dl and also had low 70 mg/dl, 55mg/dl. It was also reported that they had issues with insulin pump and also stated that the pump was giving micro bolus. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.